Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n120346009, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014, it was reported an alarm was heard, but telemetry had not yet been performed. The patient had a change in therapy effect and a return of symptoms. The patient was in the process of finding a new healthcare provider (hcp). It was noted the critical alarm started on the morning of this report and was going off every 10 minutes stating it had gotten louder he could finally hear it. It was reported on (B)(6) 2014. The patient went in there to hcps about half way through and thought it might have been on (B)(6) 2014 and they changed the daily dosage amount. The patient did not have the printout. The patient had not been using the personal therapy manager (ptm) for the last year since the patient had prialt with fentanyl. It was reported the patient's old hcp had retired and the patient was referred to a new hcp. The patient had a consultation with the new hcp and went into get the pump adjusted and the hcpwanted to discuss pain medication options. They had not decided anything and when the patient called to set up an appointment the nurse told the patient what the medications were, which was not what the patient had and asked what was going on. The hcp scolded the patient and read from notes and the patient called his doctor arrogant and that was the end of the relationship. However; the patient was going to this hcp's office on the date of this report so they could place saline in the pump and prescribe the patient more oral medication of norco. The patient had been making transition with pump medications slowly from fentanyl to prialt and taking oral pain medication norco to help transition. It was noted three months ago the patient started getting more pain and started taking norco trying to figure out the pain levels pump relief between increasing prialt and decreasing fentanyl. The patient would take as needed and did not prefer to take oral medication because of the side effects. The patient had not felt any withdrawal symptoms possibly because he was taking the norco more often than usual, but he had felt withdrawal symptoms when they were decreasing fentanyl and increasing prialt. The hcp and patient were unsure of which medication change was causing the side effect. It was further reported this was an ongoing issue that possibly started (B)(6) 2014. It was noted when the patient started talking prialt he had hallucinatory sounds like music, but it did not bother him. The patient's oral medication was not covering the pain and the hcp turned the pump down to a micro amount to keep it from running dry. The patient's pump was in fine shape. The patient wanted assistance looking for a new doctor. The pump was being used to deliver prialt (5 mcg/ml at 4.7025 mcg/day) and fentanyl (185 mcg/ml at 173.99 mcg/day). The pump alarm that was occurring, intervention, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated. Additional information received reported the patient had not yet found a managing healthcare provider (hcp). It was noted the patient had found one, but on his first appointment he was very rude to the hcp's staff and the hcp discharged him before he was seen. As a result, the patient's pump went dry, which was the cause of the patient's symptoms and the pump alarm. The manufacturer representative (rep) stated that he was able to convince the patient's old hcp to fill the pump with saline while the patient looked for a new hcp. There was nothing wrong with the pump. No further information was provided. Should additional information be received the event will be updated.